Event description:
The customer reported that when they turned the system on, it would freeze and not complete boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video disk was identified as being defective. No conclusion can be drawn as repair information is unavailable at this time.